Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set was missing a slide clamp. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers sr11b14020 and sr10h03013 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was received for evaluation. Visual inspection identified that the slide clamp was missing. This confirmed the reported condition. The cause was determined to be a manufacturing issue. Should additional information become available, a supplemental report will be submitted.